Event description:
On 2/12/88 a malleable device was implanted. On 4/11/88, the right rod was removed. On 9/6/96, the remaining rod was removed from the pt and an ipp device implanted because the left prosthesis was fractured.